Manufacturer narrative:
Product event summary #damaged instrument straight suction. Concomitant medical products: other relevant device(s) are: product ID: 9 733449, serial/lot #: (B)(4), UDI#: (B)(4) ; product ID: 9733449, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9733449, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the site had three straight suctions that were found bent. No patient present.